Manufacturer narrative:
Pump received with cracked reservoir tube lip, cracked and bleeding lcd glass, stained end cap sticker, stained address/serial number label and minor scratches on display window noted. Unable to perform any tests due to lcd physical damage.

Event description:
The customer reported via phone call that their insulin pump was damaged after if fell. Customer stated the screen had a crack. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.